Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1020083 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1020083 , test base part number 190-430 / lot: 1020083. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020083 showed that the complaint rate is 0.004%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-01011.

Event description:
The customer reported false positive results using the ID now covid-19 assay for multiple patients on multiple dates. This MFR report addresses patient 2 of 2. The customer reported a false positive using the ID now covid-19 assay performed on (B)(6) 2021 on a nasal kitted swab. The nasal kitted swab was used per the product insert instructions. Repeat testing was performed at another location. Patient awaiting results. The customer stated that they are suspicious of the results because they tested it on the staff and they all tested positive without any symptoms. They sent it to get tested at a different location with an ID now, they do not have results currently of the other ID now instrument. No additional patient information, including treatment and outcome, was provided.